Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed on stored egms due to myopotential oversensing. The noise was unable to be replicated with deep breathing and isometric tests. After following suggested programming changes, ventricular fusion events were observed due to wide qrs signals. Additional programming changes were made. The patient was stable after the event, and will continue to be monitored with routine follow-ups.

Event description:
New information received indicated that through remote transmission, additional non-sustained rv oversensing episodes were observed due to possible myopotential oversensing. Programming changes were recommended.

Event description:
New information received indicated that through remote transmissions, additional myopotential oversensing episodes were observed. The asymptomatic patient was brought in clinic and programming changes were made. The patient was doing fine.